Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the device would not power on. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi RMA request - will not power on. Technical support: 1. Tech called in to send units in for warranty repair 2. Transfer caller to services repair to get units setup explained problematic situation for the device failure. Suggested for customer to send the device in for warranty repair. Transfer customer to our service coordinator to assist with RMA request. Informed customer if any further concerns and/or issues to give a call back. End call. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/05/2020 to present date 01/17/2021 and confirmed that this device was previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. The customer reported problem was not confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Event description:
It was reported the device would not power on. No additional information was provided. There was no patient involvement.